Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred due to external force, causing the damage. It has also been more than 5 years since the device has been manufactured, and damage over time is likely. Per the legal manufacturer, the other issues identified (image issues and buckle in insertion tube) have no potential to cause or contribute to death or serious injury if these issues were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the unit was leaking at the distal end due to a broken probe tip. A deep cut was found on the pink rubber with an exposed core. The image contained five consecutive broken elements that created a shadow on the echo line. A severe buckle was found in the insertion tube. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the distal tip was broken on a gastrovideoscope. No patient involvement or injuries were reported. No additional information has been obtained.